Event description:
It was reported that the patient was having problems with the implantable neurostimulator (ins) placement as the ins¿s position was uncomfortable and painful for the patient. The ins was ¿kind of mobile¿ and would frequently shift. The patient had assumed that the location at which the leads connect with the ins was poking her skin as the area was ¿constantly sore.¿ the patient had noticed the issues as soon as she had recovered from the implant surgery and the swelling was going down, which was 4-6 weeks post implant. There had been a 50 percent or greater reduction of symptoms. A ¿binder¿ was used to support the generator. The cause of the event had not been determined but it was noted to not have been device related. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).